Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The contact performed a system check with the pump and found that the site may have been the cause of the occlusion. However, the contact reconnected the pump to the same infusion site as they wanted to confirm that the site really was the issue.